Event description:
We received a call from a customer on (B)(6) 2012, stating that they used our cosgrove heart retractor on a older gentlemen on (B)(6) 2012. After surgery the pt had abnormal post surgical bleeding and he required a second surgery. The surgeon said the bleeding was from a hole torn in the atrium from one of our blades ((B)(4)) used on the cosgrove retractor. The surgeon stated he believes the blade was rough.